Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The report indicates that the procedure was not completed successfully using a heartstring. No add'l info was provided and no pt complications were reported.